Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) level was 504 mg/dl. The customer addressed the elevated bg with a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.